Event description:
It was reported that the patient experienced ineffective therapy. There were no impedances noted and reprograming was unable to achieve adequate therapy. X-ray imaging confirmed that the leads had migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that patient was reprogrammed and coverage was achieved.